Manufacturer narrative:
All lift functions were tested by the arjo representative and confirmed to be working properly. The sling was not available for the arjo evaluation because the customer did not isolate it. The aide who was operating the lift was identified as the individual responsible for the patient's injuries by the customer. Arjo lifts are designed for safe usage with one caregiver. There are circumstances, such as combativeness, obesity, contracture etc. Of the individual that may dictate the need for a two person transfer. It is the responsibility of each facility or medical professional to determine if a one or two-person transfer is more appropriate, based on the task, resident load, environment, capability, and skill level of the staff members. Based on product knowledge, the clip sling is attached to the spreader bar¿s attachment lugs of the maxi move floor lift. The lugs have a ¿mushroom shape¿ at the end, that not only ensures that the clip cannot slide off, it also ensures that the clip is fully on and cannot be partially inserted (it is either ¿on¿ or ¿off¿). Therefore, when a patient is fully suspended, the clips are correctly attached since the straps that connect the clips to the body of the sling are under tension by the weight of the person in the sling lifted. It means that only a force in the opposite direction greater than the one applied by the gravity of the person's weight, would be required to pull out a clip under tension. The instructions for use (IFU 001.25060.en) stress step by step how to lifting the person from a bed and caution to ¿always check that all the sling attachment clips are fully in position before and during the lifting cycle, and in tension as the patient¿s weight is gradually taken up.¿ it has been concluded that arjo's investigation corresponds to the customer's results. To sum up, there was no deficiency identified on the system (maxi move used with sling), it met their specification. They were used as a system for patient transfer and therefore played a role in the incident. This complaint decided to be reportable due to the patient¿s fall from the clip sling and the serious injury sustained as a result.

Manufacturer narrative:
D4: no UDI number is available as the device was manufactured before UDI implementation. Class I devices and accessories manufactured after 24th sep 2020 will have the UDI number assigned. H10: the information gathering process is ongoing. Results will be provided upon completion of the investigation.

Event description:
It was reported that a patient fell out from a sling while being transferred from a bed to a chair using a maxi move 3 lift. The customer representative stated that the sling was not properly attached to the lift by the aide and the lift was being operated by only one aide. The patient suffered multiple vertebrae fractures, a fractured scapula and a head laceration and required a hospitalization. All lift functions were tested and confirmed to be working properly.